Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness [leukemia], unique anatomy, or other condition that impacts the performance of the device. The device wear may be the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. Concomitant medical products: 6561082, 02-010-01-0340 - lgc femoral ps cem right sz 4; 6435063, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 6784635, 200-02-35 - three peg patella 35mm; 6750005, 204-34-04 - fluted stem extension 40l x 14 mm; 6839883, 204-70-00 - tibial stem ext. Screw. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2021. The patient had an infection and a washout was performed. The patient was revised and the poly and patella were exchanged. Fragments of polyethylene were present in the knee joint. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.